Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with high blood glucose levels. It was reported that the pump never delivered a bolus and the customer went into diabetic ketoacidosis. It was reported that the customer did receive no delivery alarm. It was reported that the customer was hospitalized for the highs. It was reported that the healthcare provider was informed that the customer needed to call in order to troubleshoot at replaced the pump.